Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tube contained oil gel globules. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® sst¿ ii advance plus blood collection tube contained oil gel globules. No serious injury or medical intervention was reported. It was reported that 100 devices were affected. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tube contained oil gel globules. No serious injury or medical intervention was reported. It was reported that 100 devices were affected.